Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
Correction: additional information: the associated device was returned and evaluated. Our investigation included a review of the manufacturing records which did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed lot. The purpose of this investigation was to determine the cause for the patella component loosening. Macroscopic photo analysis was performed on the retrieved insert. Upon visual examination, the articulating surface of the patella has burnishing and deformation that would occur due to normal articulation. The patella component has cement well bonded on the backside of the patella and two of the three pegs appeared sheared off the component. Based on examination of the patella component the reasons for revision could not be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.